Event description:
Information was received from a patient regarding an external device. It was reported that the patient was unable to charge their implantable neurostimulator (ins). The recharger was hot where the cord entered the coil. The patient had another recharger that they tried using also and they started a passive recharge with high numbers and the green light flashed on the controller and the controller battery depleted but the ins didn't increment. The patient had another controller and tried that also and patient wasn't able to charge their ins. During the call the patient only had one recharger with them and they were unsure which one they had. The patient started a passive recharge and was unable to start a normal ins charging session. The patient was on their way to their healthcare provider for an injection and requested that a representative meet the patient. The patient denied any falls/traumas and error mess ages and said they reset their controller. The issue was not resolved. A replacement device was requested. The patient was advised to contact patient services or a representative for further troubleshooting if the new recharger did not allow the patient to charge their ins. Additional information received reported that the pt called back stating they received the replacement rtm and they're still having the same problems documented in this case. Pt stated they have two controllers and two rtm's and none of the equipment works with their implant. Pt stated their controller won't work to control their implant almost as if it won't pair with it or isn't communicating and their recharger won't charge their implant. Pt confirmed they're able to connect in passive recharge mode and sees number as high as 98/100 but then it cycles back to no device found. Pt stated that they recently had an appointment with their healthcare provider (hcp) and tried to connect with a manufacturer representative (rep) to be present at the appointment but the rep couldn't make it to the appointment. Pt stated they'd like to see a rep in person for troubleshooting. Ps sent email to field reps for visibilit y. Pt also mentioned that they're taking a lot of pain pills to relieve pain and really depends on the device. Patient called back stating that they were still experiencing the same issues with new rtm. Pt said that they have not been able to charge their implant for 10 days. When they attempted to charge their implant they receive the message to try again. Pt said that when they attempt to go through passive recharge mode they get 100-100-100 and then they receive a message unable to recharge with a yellow light. A replacement controller was sent out. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the cable was frayed. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.